Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (battery faults/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.